Event description:
It was reported that the trial lead was implanted during a trial procedure. Stimulation was obtained successfully and the lead was anchored in place using a bumpy anchor. The trial extension was connected and tunneled as standard. Wound closure was started. However, impedance testing pre-wound closure identified an issue with electrodes 2,4 and 5. The electrodes had impedances greater than 40,000 ohms. Testing was carried out: connection between the electrode and temporary trial extension were cleaned and reconnected, the snap lip was replaced and a different ens was used. All the changes were reportedly carried out sequentially. Testing confirmed there remained an impedance issue and reprogramming identified that there was a loss of stimulation and a loss of therapeutic effect. Therapeutic program used electrodes 3, 4 and 5 initially. Wounds were reportedly created. The lead and anchor were consequently explanted and replaced with a new lead.

Manufacturer narrative:
Analysis of the extension, model 37081, serial no. (B)(4), found no anomaly. Analysis of the accessory, model 97791, found no anomaly. Analysis of the lead, model 3877-60, found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3877-60, lot# 0206856507, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 97791, lot# 0206885785, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 37081, serial# (B)(4), product type extension. (B)(4).